Event description:
The MFR received information alleging a ventilator shutdown and emitted smoke. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation. A thermal event was identified on the device's system board. The thermal event was confined to this area and did not damage or enter the air path. The device was scrapped by the MFR following the investigation. Conclusions - the device was scrapped by the MFR following the investigation.